Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump that had been working before a training session became unresponsive and would not power on or respond to charging, leading to a replacement being arranged. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and continued glycemic management using a backup ilet or an alternate insulin pump, with dexcom cgm use continuing as normal. Investigation included customer service troubleshooting as well as receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.